Event description:
Just recently rptr purchased their third pride scooter. In all of the years that they have owned pride's scooters and wheelchairs, they have not had a problem until now. About 1 1/2 mos ago rptr notified the distributor mobility solutions (ms) from whom they purchased their pride sundance and told them the seat that was provided to them was collapsing and further that a screw was sticking up from the wood seat into rptr's rear-end. It took 5 weeks to finally meet the rep from pride and he agreed to send a proper chair and cushion. Ms does not have a business card from rep and it was pride who made the connection with ms. Now pride is saying that they do not know who the rep is. This delivery took a total of two weeks. The seat that rptr was ordering was a standard size seat, nothing unusual. This only happened because of continual phone calls that the distributor had to make to rep. These two add'l weeks were enjoyed by still sitting on this item sticking up. In 10/92 rptr went down to the distributor and told him that they were expecting the seat to arrive and it did. The chair portion of the seat was fine but the cushion that was provided was of a material style. This was to be of a vinyl type of material so that rptr may do a lateral transfer but because of the type of material provided it made and makes it close to impossible to transfer to car seat. Rptr has muscular dystrophy and the energy that must be used to transfer makes the rest of their day difficult. Rptr works every day for the city. Rptr will not stop working. Mobility solutions (ms) received a call from rep on 10/2002 and he told a rep of ms that what rptr received is all they will receive from him or pride. Rptr's answer to that is what the ada says is that it is certainly not a 'reasonable accommodation'. They initially built the original seat improperly and delayed in the reconstruction of this seat and then sent rptr a seat that is unusable. When rptr went to ms to have this work done they went with an extremely reliable witness who heard. Rep says that he would provide a vinyl sliding material for the scooter. Consider this letter a filing of inappropriateness by the co, pride, and their rep. Ms has been more than helpful in their attempt to assist rptr. Rptr has spoken to pride and told them about everything and nothing has happened.